Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited decreasing impedance measurements, however they are still within normal limits. Analysis of the device was performed and high capture thresholds and high out of range shock impedance measurements were observed. Additionally, it was observed that the system exhibited right ventricular undersensing, leading to over-pacing and resulting in pacing inhibition on the left ventricular. It was determined that this was due to programming and patient condition. Further evaluation and troubleshooting were discussed. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was added to the following fields: a1: patient identifier, d6a: implant date.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited decreasing impedance measurements, however they are still within normal limits. Analysis of the device was performed and high capture thresholds and high out of range shock impedance measurements were observed. Additionally, it was observed that the system exhibited right ventricular undersensing, leading to over-pacing and resulting in pacing inhibition on the left ventricular. It was determined that this was due to programming and patient condition. Further evaluation and troubleshooting were discussed. This system remains in service. No adverse patient effects were reported.